Event description:
Customer's mother reported hospitalization due to high blood glucose. The current blood glucose reading is 267 mg/dl. Treated with insulin pump. Customer feels weak. The blood glucose reading at the time of the event was 1100 mg/dl. Caller stated that customer was disoriented. Hospital admitted the customer to ICU. Treated customer with IV drip. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms were noted. The insulin pump received with cracked case at lcd window corners. The insulin pump received with scratched lcd window.